Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was inspected by a third party and confirmed the reported event: power to device is interrupted. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the power device was interrupted due to a defect in the main board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the insufflator turns on and off on its own. The issue occurred during a therapeutic colorectal surgical procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.